Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis, was deemed to meet serious injury criteria of results in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Article citation: hong, w. T., kim, j., & kim, s. W. (2019). Minimizing tissue damage due to filler injection with systemic hyperbaric oxygen therapy. Archives of craniofacial surgery, 20(4), 246-250. Doi:10.7181/acfs.2019.00059.

Event description:
This literature report from republic of korea concerns a (B)(6) female patient. She was injected with a total of 2 ml of hyaluronic acid (ha) filler injection, into both nasolabial folds, on (B)(6) 2017. On (B)(6) 2017, immediately after the treatment with ha filler injection, the patient complained of severe pain and hypoesthesia. Corrective treatment included treatment with hyaluronidase injection 24 hours later. On (B)(6) 2017, as there was no improvement of symptoms, she visited emergency room and was admitted for the management of the side effects. Systemic hyperbaric oxygen therapy (hbot) was started immediately. The patient received 2.8 atmosphere absolute (ata) for 135 minutes for this first session. Hbot was continued until (B)(6) 2018 and the remaining 42 sessions consisted of 2.0 ata for 110 minutes. In addition, oral aspirin and beraprost and intravenous alprostadil alfadex were administered. Topical nitroglycerin and steroidal ointment were applied directly to the affected area daily. On external carotid angiography performed on (B)(6) 2017, right facial artery occlusion was observed, and ipsilateral superior labial artery and angular artery could not be identified. Retrospective studies suggested that hbot had synergy in combination with surgical debridement. On (B)(6) 2017, surgical debridement was done. The patient was hospitalized for 30 days and underwent 27 sessions of hbot during that period. She was satisfied with the early treatment results and wanted to go through some more sessions after being discharged. She underwent 16 more sessions (total 43 sessions, including hospitalization period sessions) for 16 days (total 46 days including hospitalization period). After that, she received sterilization treatment using anti-bacterial ointment and 2 mm foam for 2 weeks in the local clinic. According to the patient, remnant wound fully healed in that period and there was no further change after that. Although the treatment result was not perfect, the patient was satisfied with the fact that she was able to minimize the damage confined to right alar. Due to the provided information, the outcome of the event was considered as resolved with sequelae, in (B)(6) 2018. In the authors' opinion, vascular occlusion was the most significant adverse event associated with ha filler injection. As in this case, this was localized and resulted in skin necrosis, also described as severe necrosis of the nose, philtrum, and upper lip due to retrograde arterial occlusion after nasolabial fold hyaluronic acid filler injection. It was important for physicians to prevent complications associated with ha filler injection with appropriate techniques. In view of authors experience with hbot, it was difficult to expect complete functional or cosmetic recovery by hbot alone. However, it had a good effect in reducing the necrosis range.